Event description:
Imaging revealed an asymptomatic left a1 segment anterior cerebral artery (aca) bilobed aneurysm. Coil embolization using balloon remodeling and stent placement was successfully performed. The next day the pt was discharged in a stable condition on plavix 75 mg daily and aspirin 81 mg twice daily. Fourteen days post procedure, the pt "passed out" and was taken to the emergency room. A CT scan revealed a left frontal hemorrhagic stroke with a large frontal intraparenchymal hematoma, which was treated by surgical evacuation. The pt was put on ventilation and sedated. The next day, an angiogram demonstrated no visualization of any part of the aneurysm. There was "probably some coil protruding or pushing focally the stent, causing some narrowing". The aca and left middle cerebral artery (mca) were found to be patent. The pt recovered from the stroke and was discharged to a rehabilitation center for ten days, and then home. One month post procedure, a follow-up visit showed that the pt had some short term memory problems, symptoms of a blurred vision and some balance difficulties. The physician stated that overall the pt's condition "although not a baseline, she is doing remarkably fine."

Manufacturer narrative:
(Other): for coil protrusion.